Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after initial placement of the right ventricular (rv) lead, pacing impedance measurements were unable to be obtained through a pacing system analyzer (psa) and loss of capture (loc) was observed. The lead was repositioned and connected to this implantable cardioverter defibrillator (ICD) and loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms was observed. The lead was attempted, but not implanted and the ICD remains implanted and in service. No adverse patient effects were reported.